Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Hematological problems [blood disorder]. Case description: an attorney reported that his, (B)(6), client used fixodent denture adhesive, version unknown beginning in 1994 through 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, copper deficiency, hematological problems. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.